Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of product or further information.

Event description:
It is reported that the patient is experiencing swelling at the ankles and pain to the touch.